Event description:
It was reported that approximately 47 months post implant of a bifurcated device and a suprarenal aortic extension, the patient went in for a heart cath involving an unrelated situation. The patient was told to have a computed tomography (CT) scan as patient had not been compliant with follow-up. During the CT it was determined the suprarenal had migrated out of the aortic neck. The physician has not intervened but is planning an intervention to correct the migration.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Manufacturer narrative:
Based upon the investigation findings, the reported event of a device migration was confirmed. The reported type ia endoleak could not be substantiated due to the lack of contrasted imaging. The final patient disposition could not be established due to lack of information, however it was reported that the patient was in good condition. To date, this finding had not been treated. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.